Event description:
A user reported that their pump screen was dark and would not turn on, indicating a malfunction with the wake button. There was no reported impact to the customer¿s blood glucose level, and the customer's blood glucose at the time of the incident was not disclosed. Technical support instructed the user to keep the pump plugged into a power source to use it temporarily and proceeded to arrange a replacement pump, which was confirmed to be within warranty. The customer was informed about the replacement and instructed to return the problematic pump using a pre-paid label. No additional information was provided regarding the backup therapy to ensure continuous insulin delivery.